Event description:
No additional information.

Manufacturer narrative:
Additional information: (h) attached medsun. Investigation results: the claim is classified as not confirmed, as there are no physical samples or photographs available to determine the characteristics of the reported material. However, according to trend analysis, lot 5015722 had previously been reported for the foreign material defect, in which samples were received to carry out the defect analysis. As a result of that analysis, a quality notification was generated to follow up on the activities of the action plan, which is documented.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material #303310. Lot #5015722. Verbatim: rcc received a complaint via email. Email(s) attached. Bd 20ml luer-lok tip IV syringe found with white particle stuck to inside of plunger rubber. Syringe sequestered in wp11 pharmacy. Ref 303310, lot 5015722, exp: 2030-01-31. Model# 303310. Batch# 5015722.